Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the physician attempted to implant the lead, but it couldn't reach the target position. After several attempts the lead lumen was obstructed with blood/tissue and the physician could no longer operate the lead. Another lead was implanted. No patient complications have been reported as a result of this event.